Manufacturer narrative:
Block f10: device problem code 1069 captures the reportable event of handle cannula break. Block h10: visual analysis of the returned device found the basket was retracted. The device is free obvious kinks and bemnds. The handle and handle cannula do not have any visual damage. Functional analysis was performed by actuating the handle and the basket was able to open and close without any issues. The returned device did not show evidence of either the alleged issue or any defect that could have contributed to the event. Therefore, the conclusion code for this event is no problem detected since the device complaint or problem cannot be confirm. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
Note: this report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a 2cm trapezoid basket was used to crush a stone. However, the handle cannula broke when attempting to close the basket. Reportedly, the basket had been used multiple times before the handle cannula broke. The basket was removed from the patient and it was replaced with another 2cm trapezoid basket. The handle cannula also broke when attempting to close the basket. The case was completed with a 2.5 cm trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a 2cm trapezoid basket was used to crush a stone. However, the handle cannula broke when attempting to close the basket. Reportedly, the basket had been used multiple times before the handle cannula broke. The basket was removed from the patient and it was replaced with another 2cm trapezoid basket. The handle cannula also broke when attempting to close the basket. The case was completed with a 2.5 cm trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.